Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with caps coming away from the needles too easily.

Manufacturer narrative:
Investigation summary: pictures provided show an opened bulk box, but no the reported defects. A review of the device history record could not be performed as a lot number was not provided for this incident. Not possible to determine the root cause.

Event description:
It was reported with the use of the bd precisionglide¿ needle there was an issue with caps coming away from the needles too easily.